Event description:
It was reported that the patient presented to the emergency room with worsening of heart failure symptoms. Interrogation revealed the device had indicated elective replacement (eri) about 6 weeks previous and the device was single-chamber pacing at 65 bpm. It was also reported that the clinic preferred to replace devices prior to eri to prevent asynchronous pacing and the clinic may now not have a reliable way of knowing when "eri is imminent for these devices." Premature battery depletion was indicated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned and analyzed and analysis revealed high battery impedance. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with worsening of heart failure symptoms. Interrogation revealed the device had indicated elective replacement (eri) about 6 weeks previous and the device was single-chamber pacing at 65 bpm. It was also reported that the clinic preferred to replace devices prior to eri to prevent asynchronous pacing and the clinic may now not have a reliable way of knowing when "eri is imminent for these devices". The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned and analyzed and analysis revealed high battery impedance.